Manufacturer narrative:
Age of time of event: (B)(6) years. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The chronic totally occluded target lesion was located in the proximal end of the right coronary artery (rca). After the vessel was opened with a guide wire, a 38 x 3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion due to the vessel was severely tortuous. The device was replaced with a 16 x 3.00mm promus premier drug-eluting stent. However, the stent got dislodged nearly in the rca and it could not be released successfully. The device was completely removed from the patient's body with no interventions performed. No patient complications were reported and the patient's status was stable.